Event description:
It was reported that an ilet user experienced frequent low glucose readings, with documented glucose values ranging from 58 mg/dl to 269 mg/dl. The user reported snacking, not announcing meals per prior endocrinology guidance, consuming black coffee in the morning, and treating lows with food in a manner consistent with overtreatment, which indicates an incorrect procedure or method and a usage issue rather than a device malfunction. Symptoms included hypoglycemia, hyperglycemia, and malaise. Outcomes included no lasting health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.